Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that after the pocket was closed, there was elevated impedance on the right ventricular lead. Physician suspected a poor connection with the device setscrew. The device was extracted and replaced. No patient complications were reported as a result of this event.